Event description:
It was reported that cracking at the base of the optic had occurred three times in a row. No product will be returned as the lens remains implanted. It was indicated that the injector for all the lenses were discarded. It was indicated that almost all the scratches (cracks) are the same. It was confirmed that there was no damage to the tip of the cartridge. There were no surgical interventions required. There was no problem with patient's health condition and no patient injury reported. The type of lubricant used is unknown, when adding viscoelastic material, the device is removed from the tray. It was indicated that they used both perfusate and viscoelastic and there was not too much viscoelastic in the lens case. The speed of the lens extruding was constant speed in about 2 seconds. Leaving time after adding eye mucilage was within 3 minutes and no resistance was felt. The leaving time of the lens folded in the cartridge was within 10 minutes and there was no problem when pushed the plunger. No further information was provided. This event pertains to the third reported event. Separate reports will be submitted for the other two events.

Manufacturer narrative:
Age or date of birth & weight: information unknown/not provided. Model number: a complete model number is unknown, as product serial number was not provided. Serial number: information unknown/not provided. Catalog #: a complete catalog number is unknown, as product serial number was not provided. Unique identifier (UDI) number: the UDI number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. If explanted, give date: not applicable as the device remains implanted. Phone number: (B)(6). Device manufacture date: unknown as product serial number was not provided. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The following fields were updated since the serial number of the device was provided: section d4: model number: dib00v. Section d4: serial number: (B)(6). Section d4: catalog #: dib00vi140. Section d4: unique identifier (UDI) number: (B)(4). Section d4: expiration date: aug 20, 2024. Section h4: device manufacture date: aug 20, 2021. Device evaluation: the product testing could not be performed as the product was not returned (the device was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Corrected data: upon further review it was observed that section "g2" should have included "company representative" which inadvertently was not selected in the initial MDR report and also section "g4" was corrected in this supplemental MDR report now that the serial number and model number of the device is now known. The following fields were updated accordingly to capture the correct information: section g2 report source added: company representative. Section g4: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.